Manufacturer narrative:
Product complaint # (B)(4). (B)(4). No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the patient experienced pain in the legs, lower back, groin, and hips. It was also reported that the patient experienced pain in the lower abdomen and cramping. It was also reported that the patient could feel the urine strip in the vagina right after the operation. It was also reported that there was a return of incontinence one year after placing the urine strip.